Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt4284 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (redt4284) have been reported from the same facility in (B)(4).

Event description:
It has been reported that catheter passage was initiated and reduced to the 15 cm mark. The left axillary vein was punctured, introducing the catheter without resistance, but could not be completely inserted. Therefore it was necessary to remove the catheter and in so doing it ruptured without any effort. 10 cm could be removed, leaving 5 cm in the patient. The guide wire has been completely removed. Two doses of ketamine were administered as directed by the doctor. Asepsis with 0.5% alcoholic chlorhexidine. Made bedside ultrasound and observed catheter in the armpit. It was oriented to perform hemodynamics. Doppler ultrasound was performed and observed the subcutaneous catheter and muscle. The doctor informed that the patient will be referred to surgery for catheter removal.